Event description:
The customer reports that the needle cracked between the plastic part and the metal which aspirates air during the puncture. No patient injury reported. No intervention reported. A new cvc was used without incident.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material. Visual analysis revealed that the needle hub was cracked and separated. Microscopic examination confirmed the defective needle hub and revealed that the point of separation was rough and jagged. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of a broken/separated needle hub was confirmed by visual examination of the returned sample. A portion of the needle hub had separated from the rest of the assembly. A device history record review was performed, and no relevant findings were identified. Based on the sample received, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the needle cracked between the plastic part and the metal which aspirates air during the puncture. No patient injury reported. No intervention reported. A new cvc was used without incident.